Event description:
It was reported that after implant, the patient was treated for a skin infection at a local clinic and admitted to to the hospital on 10-may-06 for further investigation. The patient complained of dizziness on the following day. The device could not be interrogated, and the only patient rhythm noted was lower than the programmed lower rate. The entire system was explanted on 12-may-06 and a new system implanted on the right side. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.